Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
The knife of the echelon has stuck in the middle and we couldn¿t open the jaw even with manual release.

Manufacturer narrative:
(B)(4). Batch #: p5798y. Corrected data: response to follow-up questions that were omitted in the initial medwatch: is the current patient status known? Yes. The patient is safe! Went home four days after surgery. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Extended hospital stay was the change for post-operative care procedure, to monitor any air leak form the lung. Was the device locked on tissue with the jaws closed? The device has locked on tissue with closed jaws around the lung if yes, how was the device removed? The device was removed by dissecting around the jaw using harmonic ace+7. The jaws opened eventually after dissecting with our energy device did the jaws eventually open? Device analysis: the analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60b reload not loaded on the device. The reload was received partially fired 1/2. Furthermore the anvil knife slot and pcb assembly were noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.